Event description:
It was reported that the devices were used during a laparoscopic sigmoid colon resection. The surgeon inserted device via the anus. The device was rotated 2.5 turns and removed. After firing, the surgeon inspected the donuts and found that there was only a partial donut. The steps were repeated with a second device and had the same results. The patient was converted to an exploratory laparotomy, finally resulting in the open sigmoid colon resection. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).